Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced an infection. Surgical intervention was undertaken on (B)(6) 2023, wherein the patient's system was explanted.